Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the email notification from cryolife representative, "patient name is [redacted] implant - onx aortic valve on (B)(6) 2016 incident date - (B)(6) 2017, (B)(6) receipt of incident- today, (B)(6) 2016 nature of the incident- patient lives in (B)(6) and reported to his local hospital with complaints of right-sided weakness. Diagnosis of possible thromboembolic event. Patient inr at admission was 1.62" a phone conversation was conducted with the patient's cardiologist. Additional clarifying information including anticoagulation compliance, pertinent patient comorbidities, proposed etiology of event, specific product code and serial number (if known), and current patient status was requested from the physician. He stated that patient did experience a stroke and was currently in a rehab facility in (B)(6) and reiterated that the patient was therapeutic 1.6 at admission. He had been over-seeing anticoagulation therapy and stated that the patient has been compliant. A proposed etiology, as well as product code and sn are unknown. When asked for patient medical records, including historic record of inr, he stated that he would only release with patient consent.

Manufacturer narrative:
The manufacturing records for the, onxace-21, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. The onxace-21, sn (B)(4), was implanted (B)(6) 2016 in the aortic position. Patient reported to local hospital complaining of right-sided weakness on (B)(6) 2017 (1 year 10 days postop). The patient's cardiologist diagnosed event as a stroke requiring rehabilitation. Inr at the time of the event was reported as 1.6 and cardiologist says patient had been compliant with anticoagulation therapy. This is a stroke as defined by akins, et al. [Akins, 2008]. It is a known risk for replacement of the aortic valve with a mechanical prosthetic aortic valve as listed in the instructions for use (IFU). The proact study described in the IFU evaluated the on-x valve for inr and reported a late stroke linearized rate of 0.80 %/patient-year for the control group (inr 2.0-3.0) and 0.78 %/patient-year for the treatment group (inr 1.5-2.0). That is, both groups experienced strokes at the same rate despite the difference in inr therapy. The objective performance criteria report an historical rate of thromboembolism for rigid (i.e. Mechanical) valves of 3.0 %/patient-year [iso 5840]. A definitive root cause for the reported event is unknown. However, based on the available information, the symptoms presented consistent with stroke and may be thromboembolic in nature although this is not confirmed by objective test results such as CT [computed topography] or MRI [magnetic resonance imaging]. Stroke is a rare, but recognized risk of aortic valve replacement. Additionally, the patient appears to be a reduced inr anticoagulation regimen statistical outlier based on historical reported events. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the email notification from cryolife representative, "patient name is [redacted] implant - onx aortic valve on (B)(6) 2016 incident date - (B)(6) 2017, (B)(6) receipt of incident- today, (B)(6) 2016 nature of the incident- patient lives in (B)(6) and reported to his local hospital with complaints of right-sided weakness. Diagnosis of possible thromboembolic event. Patient inr at admission was 1.62" a phone conversation was conducted with the patient's cardiologist. Additional clarifying information including anticoagulation compliance, pertinent patient comorbidities, proposed etiology of event, specific product code and serial number (if known), and current patient status was requested from the physician. He stated that patient did experience a stroke and was currently in a rehab facility in (B)(6) and reiterated that the patient was therapeutic 1.6 at admission. He had been over-seeing anticoagulation therapy and stated that the patient has been compliant. A proposed etiology, as well as product code and sn are unknown. When asked for patient medical records, including historic record of inr, he stated that he would only release with patient consent.